Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances. In turn, the lead was explanted and replaced to address the issue. Upon explant it was observed there was a break at the anchor site.

Manufacturer narrative:
The reported event of high impedances due to lead fracture was confirmed. The returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.